Manufacturer narrative:
Maude report, mw5067823, was received.

Event description:
It was reported that the patient was feeling discomfort with the device and the leads. Patient complained that ICD system is protruding out of the chest. Patient had syncopal episodes six month post ICD system implant. Patient also reported to have therapy issues. Follow-up physician stated that there is nothing wrong with the ICD system. The incision site was well healed and there were no wound issues but patient can feel the device and leads. The cause of patient issues is unknown. Patient is at care home facility and will be set-up on home monitoring system. No further information is available at this time.